Event description:
It was reported to philips that the device failed to deliver a shock to a patient during a supraventricular tachycardia event and subsequently displayed a red x in the ready for use indicator. It was noted that following the reported failure, the patient was able to recover from the event without cardioversion. The device was reported to be in use on a patient and subsequently caused a delay in life saving therapy. As such, this will be considered a serious injury. However, no direct adverse event to the patient or user was reported.